Event description:
A report was received that the patient will undergo a pocket revision to move the ipg from her back to the abdomen due to discomfort from the ipg flipping. The patient has lost weight, not device related, and its causing the ipg to flip inside of the pocket.

Event description:
A report was received that the patient will undergo a pocket revision to move the ipg from her back to the abdomen due to discomfort from the ipg flipping. The patient has lost weight, not device related, and its causing the ipg to flip inside of the pocket.

Manufacturer narrative:
Additional information indicates that the patient will not have a pocket revision due to other non-device related medical issues. No further action will be taken at this time.